Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the unresponsive buttons due to blank display. The pump had cracked reservoir tube and cracked case at display window corner.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 320 mg/dl at the time of incident. The customer's mother stated the customer jumped into the pool wearing the pump. The pump buttons did not work and there was a crack on the pump. She also stated seeing condensation under the screen. The customer stated she was on the backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.